Event description:
The customer reported that the therapy cable had failed. No patient involvement was reported.

Manufacturer narrative:
The customer reported that the therapy cable had failed. No patient involvement was reported. A philips field service engineer evaluated the device at the customer site and verified the failure. It was determined that there was an incomplete electrical connection. The therapy port was replaced to resolve the reported symptom.